Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the device failed the earth leakage current test. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date is january 2014. The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The device underwent an internal/external inspection and the rite functional and electrical testing. The hc failed the rite earth leakage current test. It was determined that the product did not meet specifications for this event. The direct cause of the faire was pneumatic system fluid ingress. The machine drew fluid into the pneumatic system, and when it reached the pump, it made contact with the ac line power conductors inside, and blew the fuses. The entire device was scrapped. Should additional relevant information become available, a follow-up report will be submitted.